Event description:
A customer contacted beckman coulter (bec) to report a leak of approximately 1ml from the differential mixing chamber area of a coulter lh 750 hematology analyzer. The customer also reported that latron differential/retic ls (light scatter) mean counts were out of range. The customer was wearing personal protective equipment (ppe) consisting of a labcoat, gloves and protective eyewear at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and confirmed that the leak was around the flowcell and cleaned the leak with bleach solution. The fse reported that the tubing at the bottom of the flowcell had disconnected from the fitting (ft17-e). The fse replaced the tubing which resolved the issue. The fse also determined that the latron light scatter was too low and the laser could have been the cause. The fse subsequently replaced the laser, flowcell and ls sensor which resolved the issue. Per the fse, the leak did not appear to be related to the latron issues. The cause of the leak is attributed to the tubing at ft17-e. The cause of the differential/retic ls mean counts is attributed to the light scatter path. (B)(4).